Manufacturer narrative:
(B)(4). Lot 73g1500673 (notification): per DHR the product auto endo5 ml, lot # 73g1500673 was manufactured on 08/05/2015 a total of (B)(4) pieces. Lot was released on 08/13/2015. DHR investigation did not show issues related to complaint. Lot 73h1500297 (physical sample): per DHR the product auto endo5 ml, lot # 73h1500297 was manufactured on 08/24/2015 a total of (B)(4) pieces. Lot was released on 08/27/2015. DHR investigation did not show issues related to complaint. One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73h1500297 the sample does not match with lot # 73g1500673 the notification. During visual inspection components looked well assembled, trigger component was pre-activated, orange indicator was observe in jaws of applier and this condition indicated that the applier had no remaining clips. Therefore, failure mode not closing was not confirmed with sample received during visual inspection. Samples received did not confirm the defect reported by the customer not closing. A corrective action other remarks: cannot be established due to the sample condition, sample was received without remaining clips and; therefore a failure mode could not be duplicated. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the clips were fired but did not close correctly. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1500673. Investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips were fired but did not close correctly. The patient's condition was reported as fine.